Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system displayed black screen and was offline in remote support service. A field service engineer found the controller board was faulty and replaced the board to resolve the issue. Additionally, the field service engineer performed preventative maintenance. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had black screen and showing offline. The customer reported that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.